Event description:
It was reported that during a da Vinci-assisted surgical procedure, the Medium-Large Clip Applier instrument's clips got stuck. The procedure was completed with no reported injury.ISI followed up with the initial reporter and obtained the following additional information: A backup da vinci was used to resolve the issue.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has received the Medium-Large Clip Applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.